Event description:
It was reported by the customer that they were unable to properly calibrate the device, specifically at lower energy settings. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control recommended replacement of the power conversion pcb and provided the customer with the part number and ordering info. The customer later indicated that they will not be repairing the device due to its age and the cost of the repairs. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.